Event description:
Inserter threads of the instrument for inserting the acetabular implant broke off inside the implant during insertion. Surgeon decided to not explant the implant due to patient safety reasons. The threads remained in the implant from the inserter per surgeon¿s order. Per surgeon operative report: orthopedic development company escalade shell 50mm with 32mm liner, ovation tribute stem size 7 standard offset with a -6 biolox delta head during the insertion of the acetabular shell. The screw and handle were used. As the final impaction was performed, the screw broke that was engaged in the cup. The cup was now fully seated. The screw was not proud, and polyethylene could be placed. This was essentially a central hole plug. It was elected not to try to remove the cup as I could not use as a central hole obviously and damage to acetabulum would be incurred. We proceeded with the broken screw in the implant in patient's best interest.